Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. In addition, no log files were received. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a right ventricular premature ventricular contraction ablation procedure, a pericardial effusion was noted. When mapping was completed with no issues noted, the ablation catheter was introduced and at that time, the patient became hypotensive. The ablation process was then completed and approximately three to five minutes later, the patient was noted to still be hypotensive. A echocardiogram was then conducted and a pericardial effusion was noted. A pericardiocentesis was performed to stabilize the patient and the patient was sent to the intensive care unit for monitoring. There were no performance issues with the abbott device. The physician believed the tacticath se was most likely the device that caused the pericardial effusion.